Manufacturer narrative:
The investigation for the pump did not start issue has been completed. No product or data logs were returned for evaluation. Clinical details noted that the pump was initiated outside of the body with the easy guide lumen in place. The root cause of the pump did not start was most likely a red lumen issue as the pump was initiated outside of the body with the red lumen still in place.

Manufacturer narrative:
The impella device was discarded by the customer and therefore. An evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the impella cp being prepped for support of a patient admitted in acute myocardial infarction/cardiogenic shock was inadvertently turned on outside the patient's body with the easy guide lumen in place. Reportedly, the said impella cp device was discarded. A new impella cp device was obtained and implanted for mechanical circulatory support. The patient was reported to be in stable condition following the event.